Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was bent pin on backplane. They straighten pin on the cannon connection port. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the systems o-arm was unable to receive power. It was noted that they were unable to connect the umbilical cable. There was no patient involvement.